Manufacturer narrative:
One (1) photo from an unknown device was shared by customer, where a tube separation from a y-connector is observed. Complaint of separation can be confirmed based on the photo shared by customer. However, since no product sample was received for investigation a comprehensive failure investigation cannot be performed and a probable cause cannot be determined. The device history review couldn't be performed due to lot number for this complaint was unknown.

Event description:
The incident involved an unspecified primary plum tubing set. It was reported that the tubing broke apart at the distal y-port. The event occurred during infusion but it is unknown how long into the infusion the tubing separation/disconnection occurred. The tubing was infusing with unknown intravenous (IV) fluids, no other medication involved. The tubing and drug were replaced and therapy resumed. The set-up was with single pump tubing. There was patient involved, and there was unknown patient harm. The blood backed up in the IV tubing and it leaked into bed with the tubing breaking.

Manufacturer narrative:
The device is not available for investigation. However, the customer provided a photo for evaluation. The evaluation is not yet complete.